Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# v822994, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v822994, implanted: (B)(6) 2011, product type: lead. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient felt strange, had increased breakthrough tremor, and it had been getting worse. This was considered a sudden change three weeks prior to (B)(6) 2015. The impedances were measured and all within normal limits. There were no falls, trauma, or changes in medication or settings that the hcp was aware of. The amplitude and pulse width were both increased on (B)(6) 2015 to resolve the issues. The cause of the issues was determined to be the fact that the patient needed an adjustment. The patient's indications for use were essential tremor and movement disorders.